Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer's father wanted to know how to rewind the insulin pump. Also went over how to fill reservoir and tubing before connecting to the insulin pump. The product was not returned for analysis.